Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported the aligners cutting into their gums. The aligners are tight on the gums and they used a file to file down the front part of the aligner because they were so high. The patient did get the aligners more comfortable. However, they are still way too tight and have now caused bleeding. They can only wear them for a few hours because the tightness causes their teeth and gum to go numb. Requested photos with the next step - step 2 - after doing fit tips.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.